Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Title: aortic valve repair versus replacement for aortic regurgitation: effects on left ventricular remodeling citation: j card surg 2015;30:13¿19 (doi: 10.1111/jocs.12457) authors: madelien v. Regeer, m.d., michel i.m. Versteegh, m.d., robert j.m. Klautz, m.d., ph.d., theo stijnen, ph.d.,y martin j. Schalij, m.d., ph.d., jeroen j. Bax, m.d., ph.d., nina ajmone marsan, m.d., ph.d., and victoria delgado, m.d., ph.d. Date of e-publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that a retrospective study was conducted to evaluate changes in left ventricle dimensions and function after aortic root repair verses aortic root replacement. The study took place at a single medical center in the (B)(6) between july 1993 and june 2013. The study population included 226 patients; 91 patients (predominantly male, mean age of 55.2 years), were implanted with a medtronic stentless aortic root bioprosthetic valve (serial number not provided), and 135 patients underwent repair for which the type and make of the device implanted was not reported. Among all patients implanted with a medtronic stentless aortic root bioprosthetic valve, 3 in-hospital deaths occurred. There was no allegation that the device caused or contributed to the deaths. Adverse events included: 17 incidents of post-operative bleeding causing a cardiac tamponade (9 treated with pericardiocentesis, 8 treated via re-sternotomy), 4 incidents of thromboembolism, and 32 incidents of atrial fibrillation or atrial flutter. In the immediate post-operative period, 99% of the patients were noted with mild to moderate aortic regurgitation. During follow-up period, 7 % of the patients were noted with moderate to severe aortic regurgitation. No treatment was prescribed. No additional adverse patient effects were reported.